Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the mildly tortuous and severely calcified popliteal artery. A 4.0 x 20, 135cm mustang balloon catheter was advanced for dilations. However, during initial inflation before rated burst pressure, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was good.